Event description:
Additional information was received that approximately one week prior to the patient's home monitoring system detecting the oor shock lead impedance, the patient had been seen in the clinic for evaluation. At that time, the shock lead impedance measured 118 ohms. The device clinician reported that the patient would continue to be monitored and that all other tests on the lead were normal, and there were no ventricular events. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient's home monitoring equipment has detected high, out-of-range (oor), shock lead impedance reading on this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Additional information has been requested from the field representative, but at this time, no adverse patient effects were reported.